Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. There was no reported product deficiency. The reported cerebrovascular accident, hemorrhage and pseudoaneurysm are listed in instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Inventory or retain sample testing will not be performed as there was no reported device deficiency for the reported patient effects and is unlikely to offer any further information. The multi-link vision referenced is being filed under a separate medwatch report.

Event description:
This event was captured based on literature review. It was reported that a (B)(4) study identified a total of 56 consecutive patients with unprotected left main percutaneous coronary intervention who were surgical turndowns or in extremis were included. Twenty seven (27) patients were treated with bare metal stents, including both multi-link ultra and multi-link vision stents. Twenty eight (28) patients were treated with drug eluting stents. Of the 56 patients, clinical outcomes were as follows: 48 % cardiac death, including myocardial infarction, cardiogenic shock; 4 % coronary artery bypass grafting (CABG); 4% stroke; 9 % retroperitoneal hemorrhage, limb ischemia, pseudoaneurysm; 23% hemoglobin drop; 32% blood transfusion; no additional information was provided.